Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.50/+2.0/170 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.50/+2.0/170 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.